Event description:
Patient received conformis ipd in 2004 and was doing well until about five weeks later when during a snow storm pt slipped and jammed their knee. The slip caused a possible valgus stress on the knee. Pt saw the doctor about two weeks later at which time the device was found to be dislocated and the event was reported to conformis, inc. The pt is one of two who had received the wrong device due to an error during the design of the devices and a mix-up of the two MRI images. (CAPA was initiated and corrective action taken) the pt was re-operated and converted to a unicompartmental device.